Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between june 19-20, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified units of large volume folfusors underinfused via a peripherally inserted central catheter (PICC) line. This occurred during the infusion of 240 ml of an unspecified medication over 24 hours; however, approximately 60 ml remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.